Manufacturer narrative:
Product event summary: data files were returned and analyzed. One the received image file a pulseselect catheter in after-use condition is placed on a surface, with the array half deployed. No knot is observed on the array. The inverted state cannot be confirmed based on the received image. The lot and serial numbers on the handle are not fully visible due to the image resolution and angle, and therefore cannot be confirmed. In conclusion, the reported array knot was not observed through data analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction patient coding annex a. Product event summary: the pscc100 catheter of lot number 0012761254 was returned and analyzed. No anomalies were identified during external visual inspection of the shaft and handle segments. During external visual inspection of the array segment: on the spiral array segment, an inverted array was observed. On the spiral array segment, the guidewire lumen was observed to be kinked at 0.4 inches from the distal tip. Catheter identification and ablation testing was performed. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Verification of steering mechanism. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. Electrical continuity and hipot verification (where applicable): electrical continuity test did not reveal any anomalies. In conclusion, the reported array knot and steering issues were not confirmed the catheter failed the return product inspection due to a knotted array and a kinked guidewire lumen was observed in spiral array. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, after pulmonary vein isolation (pvi) the catheter could not be r etracted when being retracted into the sheath. The shape was not unusual on imaging. The catheter was retracted by rotating clockwise and then counterclockwise. Then the catheter was removed from the patient. It was noted that the catheter was knotted and flipped. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.